Manufacturer narrative:
Concomitant medical products: evproplus-34us transcatheter valve implant date (B)(6)2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection approximately four weeks post implant of the implantable pulse generator (ipg) system with an antibacterial absorbable envelope. The complete system was explanted. No further patient complications have been reported as a result of this event.